Event description:
It was reported that a t-20 locking cap loosened. The surgeon used the vertebron pss pedicle screw system with a different manufacturers rods.

Manufacturer narrative:
No components were returned to vertebron for evaluation. Unable to determine the cause of the event. After review of the provided x-rays, there was no clear indication of why the locking cap became dislodged. The construct was assembled using a competitors rods for which testing has not been performed. This could contribute to reduce friction surface area contact and clamping pressure.